Event description:
It was reported that the single chamber pacemaker was explanted and replaced with a dual chamber pacemaker, due to the patient having pacemaker syndrome, in sinus rhythm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the single chamber pacemaker was explanted and replaced with a dual chamber pacemaker, due to the patient having pacemaker syndrome, in sinus rhythm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.